Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate (B)(6) 2017 - (B)(6) 2018. Product lot number was not provided. Iol remains implanted. The device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Product serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. A planned explant is scheduled on (B)(6) 2018, due to constant glare at night while driving. No additional information was provided.

Manufacturer narrative:
The planned explant has been cancelled and will not be rescheduled because the patient no longer wants to have the lens removed. No additional information was provided. Product testing could not be performed because the product was not returned; it remains implanted. The customer's reported event could not be confirmed. The manufacturing record cannot be reviewed since the serial number is unknown, not provided. The labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.